Manufacturer narrative:
It was reported that a patient underwent an ablation procedure for atrial fibrillation with a thermocool smart touch catheter where the internal catheter components became exposed. During the procedure, there was some signal interference noted on some of the channels. Additionally, there was difficulty in withdrawing the catheter from the sheath. After removing the catheter from the patient¿s body, the physician noted that the tip of the catheter was broken. Product evaluation details: the device was visually inspected and the peek housing was found cracked with internal parts exposed, however, during a second visual inspection no internal parts were observed. Then, electrical test was performed on the catheter and it was found within specifications. No electrical malfunction was observed. Then, deflection test was performed and it was found within specifications, the catheter was deflecting correctly. Then, the catheter outer diameter was measured and it was found within specification. Then, deflection test was performed and the catheter failed. A failure analysis was performed and the catheter was dissected on the tip area, the t bar was found slid down causing the improper deflection condition, also, residues of pu application was found at the t-bar anchored place which indicates a proper manufacturing assembly. The damage on peek housing was caused by the t bar slid down since this causes stress inside the tip. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. During manufacturing process, all the catheters are inspected for visual damages before packaging. On line inspections and functional tests are in place to prevent this type of damage from leaving the facility. The customer complaint was confirmed. The root cause of the peek housing damage is related to the t bar slid down issue. An internal corrective action has been opened to investigate the issue of the t bar slid down. (B)(4).

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure for atrial fibrillation with a thermocool smart touch catheter where the internal catheter components became exposed. During the procedure, there was some signal interference noted on some of the channels. Additionally, the catheter was difficulty to withdraw from the sheath. After removing the catheter from the patient¿s body, the physician noted that the tip of the catheter was broken. Originally it was reported that there were no exposed wires or braiding, but a picture provided confirmed that there was a split at the transition between the catheter tip and lumen with internal components exposed. This finding was confirmed when the bwi failure analysis received the device for evaluation. The catheter was exchanged for a new one, and the procedure was completed successfully. No patient consequences were reported. The potential that the signal interference and sheath resistance issues could cause or contribute to an adverse event is remote. These are not MDR reportable events. However, exposure to the internal components of the catheter presents a potential risk to the patient, making this event MDR reportable.